Event description:
It was reported that the patient was admitted to the emergency department due to hypoventilation and low blood pressure and was transferred to the resuscitation room. The patient was intubated and, accompanied by a doctor and a nurse, transferred to the intensive care unit of another hospital for further treatment. Upon arrival at the ICU and before the patient was transferred to an ICU bed, the low-pressure alarm sounded, and it was discovered that the oxygen tubing connected to the oxylog 1000 had broken. The patient's vital signs were stable, the spo2 level was approximately 97%, and no desaturation was observed.

Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.